Manufacturer narrative:
This is the same patient/event as MFR.# 9616680-2011-00467. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon removed the liner and head and replaced with a 32 head and 10 liner. He did this because of eccentric wear and some osteolysis. He found the cup and stem to be well fixed."